Event description:
It was reported to boston scientific corporation that an obtryx device was used during an anterior repair with axis dermis and transobturator tape with an obtryx procedure performed on (B)(6) 2019, for the treatment of stress urinary incontinence, cystocele, and pelvic organ prolapse. After the procedure, the patient was woken up and transferred stable to post-anesthesia care unit without incident. On (B)(6) 2023, the patient had vaginal mesh removal, bilateral groin removal to tot sling, posterior repair and dissection of a sinus tract, laparoscopic burch, sp catheter, cystoscopy, and vaginal anterior repair as the patient experienced vaginal pain and dyspareunia. A sinus tract from the sacrospinous ligament to the left buttock's cheek was also experienced.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as a best estimate based on the date of the revision surgery. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2330 captures the reportable event of vaginal pain. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf impact code f1905 captures the reportable event of vaginal obturator mesh removal.